Event description:
My wife is on hospice with (B)(6) hospital and we were supplied with oxygen concentrator which appeared to have black mold on filter. I got sick and was treated, my wife was not. I asked management to address this issue and consequently I was told I tampered with the equipment because I found the problem by opening am access door which revealed the filter. My visiting nurse stopped answer me for fear of her job. She claims she doesn't remember conversations. The company helping hand paperwork I changed to accurately reflect what occurred and made copies before drivers could leave. I filed a complaint with (B)(6). The claim (B)(6)'s reported there was no evidence even though I kept the machine, filed a police report, and had pictures. (B)(6) took pictures but did not disclose to health department investigators, we have been kicked off hospice because I called out the lies my nurse had made and their documentation evidently portrays me in a bad light as I stopped verbal instructions and wanted our nurse to sign as receiving my written instructions, I told her she didn¿t have to agree she was only signing as received. She refused. I told her she as well as management could not be trusted. My wife told the nurse numerous times she was not using oxygen because she did not trust them. We changed attending physicians hoping to bring to light but it appears that must have added to this coverup. I cannot talk with management, they refuse to talk freely and all contact refuse comments. I have documented everything. My wife has stage 4 cancer and the attempts to increase medication she has resisted. I have caught them in lies and have told them they are not to be trusted. I need help. Please contact me. (B)(6). Thank you. This is wrong, I do not seek financial gain but will not allow management to portray me as the problem. I live at (B)(6). I have been working with representative (B)(6). My wife's time is short and my time valuable caring for her. I have been accused of things that did not occur, so their records look accurate, I can prove otherwise. No one cares the health dept, now tells me I filed with wrong place but doesn¿t offer direction to address the issues. Thank you for your time and we wait for a response. Either way my wife will die. It appears that is the goal as I guess they think I will just go away defeated. This is wrong on so many levels. Need help or possible direct me to someone. I have talked to attorneys but told no financial case. I was legally advised to give physical device back to avoid case against me. I don¿t know how to send pictures; I only recently got a cell phone my son bought for us. I do not have internet or cable to my home. Email is (B)(6). Technology new to u.s. I am disabled. FDA safety report ID # (B)(4).